Event description:
Philips received a complaint on the v60 ventilator indicating that there was an error code found in the devices diagnostic report (drpt). It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. Reviewing the drpt, it was found that the backup alarm failed alarm had occurred. Onsite service by a field service engineer (fse) is pending. This investigation is ongoing.

Manufacturer narrative:
The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. On 11feb2026 a field service engineer (fse) went to the customer site and completed a performance verification test (pvt), which the device passed, confirming full functionality of the device. The device was provided back to the customer ready for use. In a good faith effort (gfe) response from the customer received on 24feb2026, it was clarified that the device had been outside of use at the time of the event, with the device being kept in the customers shelf-space till service was completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.